Event description:
In 1990, augmented with surgitek teardrop lo bleed gel implants 365cc. In 2007 - pt desires to be larger. In 2008, pt underwent bilateral capsulectomies with implant removal - lt implant removed intact, rt implant was ruptured with the capsule. Pt augmented with 600cc mentor gel implants.